Event description:
Intraoperatively the surgeon was attempting to use the enseal device. The monitor was reading "instrument error" and the device did not function. Another device was obtained and the surgery proceeded as planned. There was no harm to the patient and operating room time was not extended. This occurred in the initial phase of the surgery.